Manufacturer narrative:
Corrected data: h6- method code 4110- no similar complaint was reported for units within the same lot should be added to the previous MDR. Claim# (B)(4).

Manufacturer narrative:
The reporter indicated that a cq2015a intraocular lens, diopter +23.5, was torn during insertion. Due to a previous issue with staar injector, physician used j/j silver injector on the initial insertion. The lens was implanted into the patient's left eye (os) on (B)(6) 2019. The physician noted the tear after insertion. The lens was removed on (B)(6) 2019. The patient returned at a later date to replace the lens. The replacement lens resolved the problem. Patient code 2692 is no longer applicable. Patient code 3191- secondary surgical intervention; explant. Device code 3189 is no longer applicable. Claim# (B)(4).

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Expiration date unk. Implanted: unk. Explanted: unk. Device manufacture date: unk. (B)(4).

Event description:
The reporter indicated the surgeon found a cq2015a collamer three piece lens, that was torn and was not used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.